Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced pump keypad anomaly and stuck button alarm. It was reported that the keypad buttons were not responding. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the device and revert to the backup plan as per health care professional instructions and a serialized device will be replaced. The insulin pump will be returned for failure analysis.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No stuck button alarm noted during the testing. Successfully downloaded history files and traces using thump. Please see below for pump errors/alarms noted 2 days prior to the event date 27-jan-2024 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: 01/26/2024 01:15:20.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 01/26/2024 14:52:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 01/26/2024 15:02:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 01/26/2024 16:13:48.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 01/26/2024 16:14:36.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 01/26/2024 20:56:57.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 01/26/2024 20:57:48.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 01/27/2024 08:22:51.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 01/27/2024 08:23:46.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Sensorerroralert (801) was recorded and found in the formatted history file on: 01/26/2024 23:57:56.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor error alert or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was recorded and found in the formatted history file on: 01/27/2024 15:21:44.000 pump error 68 alarm was recorded and found in the formatted history file on: 01/27/2024 15:52:04.000 pump error 49 alarm was recorded and found in the formatted history file on: 01/27/2024 15:52:04.000 01/27/2024 15:52:28.000 pump error 23 alarm was recorded and found in the formatted history file on: 01/27/2024 15:52:54.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were expected since the pump restarted after pump was shutdown. Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: 01/27/2024 15:03:41.000 01/27/2024 15:10:58.000 01/27/2024 15:13:00.000 all buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found corrosion on the j1/pcba 1 connector. No corrosion or moisture damage found on the pcba 2, force sensor, motor and vibrator assembly noted. Pump error 61 (stuck key alarm) was confirmed due to corrosion on the j1/pcba 1 connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Pump error 61 (stuck key alarm) was confirmed due to corrosion on the j1/pcba 1 connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.